Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cable was not making full connection. A field service engineer, reseated and tightened cable to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system has barcode scanner failure. The customer stated that the malfunction caused a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this incident.